Manufacturer narrative:
Following the reported event, user facility personnel discarded the device subject of the reported event and were unable to provide the lot number for the device. Without the return of the device a root cause cannot be determined. Steris performed in-service training with user facility personnel on the proper use and operation for the advance capsule delivery device. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure their advance capsule delivery device would not deploy the pill camera. User facility personnel stated that the patient received a scratch in their esophagus and the procedure was subsequently aborted. No additional medical treatment was administered.